Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The stop current and run current measurement tests were within specification. No failed battery test alarm or unexpected no delivery alarm was noted. No motor error alarm was noted during the bolus/basal delivery or during the prime. No motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the unit and it passed. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms and motor error alarms. Customer's blood glucose was 212 mg/dl. During troubleshooting, found motor error alarms and motor position encoder error alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.